Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient who underwent a breast augmentation procedure with unspecified mentor saline prostheses noted that in 2003, she had a noticeable decrease in the size of her left breast. In 2005, the patient noticed the size of the right breast decreasing as well. In 2007, the patient began experiencing pain in both breasts. In addition, both breasts began forming lumps. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left breast prosthesis.